Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 28-may-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received in a specimen cup with an unknown fluid. The lens was inspected under magnification. The complaint lens was cleaned and presented with a cut that only partially went through the lens. No issues that would have caused or contributed to the complaint event were identified. Complaint issues "halo vision" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information unavailable however, "man" was provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw150 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Due to complaints of halos, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson iol. The incision was enlarged however, there was no delay in procedure, no sutures, and no vitrectomy. Visual acuity was 20/40 pre-operative and 20/20 post-operative. Patient prognosis post-lens exchange was reported as doing well after iol exchange. No further information is available.